Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss. They later called stating the entire hospital network was down. No patient harm or injury was reported. Investigation summary: the customer said they will call back once the network was back up if there was still a comm loss. A follow-up to the customer was attempted on 5/20/2021, but no reply was received. The root cause is determined to be the facility's network environment.

Event description:
The customer reported of communication loss at the central nurse's station (cns), reported that the entire hospital network was down. No patient harm was reported.

Manufacturer narrative:
The customer reported of communication loss at the central nurse's station (cns), reported that the entire hospital network was down. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of communication loss at the central nurse's station (cns), reported that the entire hospital network was down. No patient harm was reported.